Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). It was reported that the device was producing an incomplete mesh. It was clarified that the event took place on during meshing a previously recovered cadaveric donor skin. There was no damage to the device. The event was not identified after a recent purchase or repair. The surgical technique was used. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter and a 2:1 ratio cutter for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher seven times as documented in the repair reports. The last repair was (B)(6) 2017 where it was reported that the device produced an incomplete mesh and was hard to crank and the roller, worn side plates, damaged comb, gear, bearings, and washers were replaced. The 1.5:1 ratio cutter and the 2:1 ratio both produced and incomplete sample mesh and were deemed non-repairable. This is not a related issue. The device history record (DHR) review, for serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated 1.5: cutter as documented in the repair reports. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 2:1 cutter seven times as documented in the repair reports. The last repair was december 4, 2017 where it was reported that the cutter was returned with the skin graft mesher and the cutter was deemed non-repairable. Product review of the skin graft mesher revealed that the calibration and test mesh could not be performed due to the damaged comb. The roller and gear had visible damage. The 1.5:1 ratio cutter produced an incomplete mesh even after the collars and bearings were replaced and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, bushings, comb, and gear. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the account¿s cutter produced incomplete meshes. The cause of the incomplete meshes was due to the damaged cutters. The root cause of the incomplete meshes could not be determined since it is unknown how the cutters became damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the device had incomplete mesh. No adverse events were reported as a result of this malfunction.